Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that there were air/water flow issues due to a clogged nozzle. Upon further inspection, the accumulated white chemical residue very likely accumulated and clogged the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope insufflation did not work. And the wassenburg cleaning machine presented an error indicating that the scope is clogged. The reported issue was discovered upon device receipt inspection and attempted cleaning sterilization and disinfection (cds) processing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a white chemical residue but otherwise could not be identified. The root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material. The device was reprocessed with non-olympus automated endoscope reprocessor (aer), however, causal relationship with the suggested event was unknown. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection". ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.